Event description:
Additional information received reported the pump had started alarming around 6-8 months prior to (B)(6) 2013. The patient had still been unable to find a hcp to fill the pump with anything or stop the alarm. The patient did previously have prialt in the pump when it was filled. The patient wanted to have the pump filled and taken care of to avoid any damage to the pump with it being empty. The patient was unsure at what point a refill was needed, and indicated the alarm being heard was a single tone alarm. The patient planned to continue to searching for a new provider to assume care of the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the pump was empty and was alarming. It was noted the patient owed his health care provider (hcp) money; therefore, the treating hcp would not treat him. The reporter noted that the patient was "in pain." The medication in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that patient had lost insurance several years ago and due to the cost of the prialt being used in his pump and that he owed the implanting/managing office money, he could not afford to have it refilled. He did not complain of any symptoms and he was discussing options with his primary physician. He believes that he will have insurance in (B)(6) 2014 and will see if he can have his pump refilled at that time. The alarm interval was changed and the reservoir volume to 20cc to prevent the pump from alarming during this process. Options were provided to the patient, patient's family and the physician and it was decided to just leave it empty for now.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was reported that the pump was alarming. The representative was contacted regarding turning of the alarms and a potential of shutting off the pump. This was a "new" health care provider and no further details were available at the time of the call. It was later provided that the patient had a new managing health care provider. On the date of the report telemetry confirmed an alarm for both low and empty reservoir being reached and noted the pump had been alarming for a year and the elective replacement interval was 17 months. The reporter was unable to get the logs as the tab was greyed out but noted an attention dialogue box for the low/empty reservoir. The reporter was to read the logs to confirm the date of when the empty reservoir occurred and to discuss further with the health care provider. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the tab on the physician programmer was grayed out because the reservoir was empty and a volume amount needed to be added in order for it to allow the logs to be seen.